Event description:
Valiant stent grafts were implanted in a patient for the endovascular treatment of an approx 65mm pseudoaneurysm originating from the ascending aorta anastomosis and an aortic arch aneurysm on an unknown date.two days before the endovascular procedure, the patient underwent arch debranching with rerouting of the supra-aortic vessels; the 2 carotid arteries were connected using vascular prostheses. Using a left posterolateral thoracotomy, atrifurcated vascular prosthesis was connected to the descending aorta and then anastomosed to the left carotid artery and to the left subclavian artery. Both carotid and subclavian arteries were then ligated. It was reported post the index procedure the patient developed renal insufficiency. The patient was discharged to a rehab facility after 15 days. The cause of renal insufficiency is undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; transapical antegrade ascending aorta stent-grafting: going through the front door d¿onofrio et al, innovations (phila). 2021 sep 6:15569845211042888. 10.1177/15569845211042888. Exact date of implant unknown. Other relevant device(s) are: unk valiant; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.